Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 5-24 hours of pod wear on the abdomen. Blood glucose levels were reported to have increased to approximately 22 mmol/l (396 mg/dl), with readings displayed as ¿high¿ on the continuous blood glucose monitor in use at the time (dexcom g7). The patient further reported that the pod had been applied the night before, and the following morning, it was found that an automated delivery restriction alert had occurred at approximately 5:51 am while the patient was asleep. According to the patient, the omnipod system was operating in manual mode by the time she noticed the occurrence of the alarm the following morning. The patient removed the pod and applied a new one between 8:30-8:45 am but reported that home ketone testing yielded a result of 3.4 mmol/l at this time. The patient subsequently began feeling unwell with symptoms including dehydration and nausea, prompting her to seek medical attention. The patient presented to the hospital where she was diagnosed with diabetic ketoacidosis. Treatment during medical evaluation consisted of intravenous fluids and other unspecified medication. The medical visit lasted approximately five hours; the patient was not admitted and returned home the same day.